Event description:
It was reported that during transfer from an unknown powered wheelchair to an unknown bed, a 9805 hydraulic lift's caster wheel broken in the rear causing the user to fall on his left side and twisting his right foot backwards. The emergency services were notified and treated the user in his home. X-rays indicated a broken tibia and fibula.